Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that he was in the hospital for high blood glucose of 500 mg/dl and diabetic ketoacidosis. Customer does not recall any significant events leading to the error, but had changed out the infusion set and reservoir 5 times before the alarms. Customer did not want to troubleshoot for alarms. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.